Manufacturer narrative:
Initial.

Event description:
It was reported that the user accidentally announced meals, experienced a low blood glucose, paused insulin delivery, and did not resume delivery on the ilet, after which glucose rose to 295 mg/dl with a steady trend; this was handled as a use-of-device problem. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the caregiver and analysis of the information provided. Investigation of this case revealed no device problem found. It was concluded, based on previously established findings for similar reports, that the cause was traced to user action.